Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since the patient fell in the winter of 2020, the device had not been helping their symptoms. They could feel stimulation. The patient was redirected to their healthcare provider to further address the issue.